Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument moved in the opposite direction of the surgeon. It was noted that when the surgeon moved to the left the instrument went to the right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and was when. The surgeon was attempting to manipulate instruments from the surgeon console. There was no friction observed. There was no instrument-to-instrument or system arm-to-arm interference. When the issue occurred, the instrument were replaced with a new one. No injury to the patient was observed. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and was found to have no signs of physical damage. The instrument was placed and driven on an in-house system where, it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument could be attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. Additional findings: the instrument was found to have the main tube dislodged at the distal end.